Manufacturer narrative:
A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. B01, c19, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the system was serviced in the field, and no fault was found. The system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The entry points on the left side of the construct were accurate. The trajectory failed to follow the pedicles and followed the lateral aspect of the vertebral bodies. Being that the screw diameters were 4.5mm and 5.5mm, the trajectory would be off by that same amount.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot#: (B)(6), h6: no parts have been returned to medtronic for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation device being used during a t12 bust fracture procedure where screws were placed at t10-t11, and l1-l2. It was reported that during a case the site had screw deviations. All left side screws were deviated at the trajectories, all entry points were accurate. All deviated laterally and followed the vertebral body instead of entering the pedicle. The right side were maybe deviated by 1 mm but were all close to the plan and did not need to be removed. The surgeon zig-zagged screw placement going from right to left, down the entire construct and checked for navigational accuracy throughout the procedure. A spine clamp was used for the reference frame. The surgeon's typical workflow was to use stealth midas to drill the pilot hole then used a tap or a driver to place screw. The surgeon used 4mm tap and placed 4.5/5.5 screws and used a 5mm tap to place the 6.5mm screws depending on the level. The surgeon removed all left screws and replaced using fluoro. Medtronic imaging and navigation were aborted. The most likely / suspected cause of the event was the fracture was intact when starting the procedure but the applied pressure once beginning to place the screws caused the instrumentation/anatomy to shift internally and it was not seen on navigation. There was a surgical delay of one hour, and there was no reported impact to patient outcome.